Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the scrdriver shaft 1.3/1.5 t4 self-holding (part #: 03.130.010, lot #: 97p6250) was returned at manufacturer's analysis site. Upon visual inspection, it was observed that the device has good usable conditions. The torx tip shape was reviewed and it has good usable shape. Functional test could not be performed due the mating screw were not received for analysis. No other issues were found on the device. Conclusion: the complaint condition was not confirmed for the scrdriver shaft 1.3/1.5 t4 self-holding (part #: 03.130.010, lot #: 97p6250), no device failure or issue was detected during the analysis of this device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 11-nov-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6250 (non-sterile). Lot quantity: 92. Eight pieces were scrapped in cell for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance dated 11-aug-2021 was reviewed and determined to be conforming. Heat treat inspection certificate dated 14-jun-2021 was reviewed and determined to be conforming. Inspection certificate (for raw material) dated 31-mar-2021 was reviewed and determined to be conforming. Certification of analysis dated 22-oct-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) stardrive screwdrivers were unable to grasp screws properly. There was no patient involvement. There is no further information available. This report is for one (1) stardrive screwdriver shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).